Event description:
It was reported that the patient presented experiencing ventricular tachycardia. Upon interrogation, it was noted that the implantable cardioverter defibrillator failed to convert the patient to normal sinus rhythm. The patient was treated with medication and was in stable condition.